Event description:
As reported, during ipom plus ventral hernia repair procedure, the capsure fixation device deployed two fasteners at a single fire. It was reported that the issue occurred after fourth fastener and surgeon was not able to remove the two fasteners from patient's body. The surgeon completed the procedure with another device. There was surgical delay, and no patient harm or serious injury occurred.

Manufacturer narrative:
As reported, capsure deployed two fasteners at a single fire. Based on photos provided, there is a second fastener deployed into the peek cap of the fixated fastener. The photos do not assist in determining root cause. Based on the information provided and without having the sample to evaluate, a definitive root cause cannot be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, capsure deployed two fasteners at a single fire. Based on photos provided, there is a second fastener deployed into the peek cap of the fixated fastener. The photos do not assist in determining root cause. Based on the information provided and without having the sample to evaluate, a definitive root cause cannot be determined. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 445 units. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at once during fixation. The device functioned as intended during functional and simulated use testing, deploying the 12 fasteners with no issues. No manufacturing anomalies found. Updated fields: b4, d6.a (medical device implant date), d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ipom plus ventral hernia repair procedure, the capsure fixation device deployed two fasteners at a single fire. It was reported that the issue occurred after fourth fastener and surgeon was not able to remove the two fasteners from patient's body. The surgeon completed the procedure with another device. There was surgical delay, and no patient harm or serious injury occurred.